Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) had two instances of inappropriate shock due to atrial fibrillation(af) with rapid ventricular response (rvr). Technical services recommended programming options. At this time, this device remains in service. No adverse patient effects were reported.